Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in the hospital on (B)(6) 2020. The customer was hospitalized on (B)(6) 2020. The cause of death as indicated by the reporting party was unknown but thinks it was a low blood glucose. The caller stated the customer did not have any other health issues or illnesses that may have contributed to the passing. The customer's blood glucose is unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected since admission into the hospital on (B)(6) 2020 due to hospital rules. The caller was unsure if the customer was using sensors. The caller stated that the customer was found unconscious, emergency medical services were dispatched, and customer was in the intensive care unit in a coma for 3 weeks until they passed. The customer's blood glucose at the time of admission to the hospital was 40 mg/dl. This hospitalization is being reported in a separate case. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The initial report had the incorrect customer's gender. The correction was made from male to female.